Event description:
It was reported to philips that the paddle lock was broken. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The field service engineer (fse) found the paddle lock was broken. The device needs paddles. Upon conclusion of the evaluation, it was determined that the external paddles require replacement. They replaced. The device passed testing and was put back into service.